Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported losing all his data when he replaces his battery. He stated that his time, date and reservoir amount was lost when the battery was changed. Customer's blood glucose was 172 mg/dl. He also reported receiving an excessive no delivery alarm. The customer stated the alarm was recurring during normal use. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.